Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received and evaluated the reported endowrist one vessel sealer instrument. Failure analysis was unable to duplicate the customer reported failure mode. Visual inspection of the instrument showed no conductor wire damage. Minor bio debris was found at the instrument tip. The instrument passed the self-check on an in-house is3000 system. The instrument also passed the cut and seal function with no issues. The grip force was with specification. The instrument passed the jaw gap test and continuity testing. Failure analysis also found that the snake wrist was dislodged from the correct position. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event.

Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci sleeve gastrectomy procedure, allegedly, the endowrist one vessel sealer instrument did not seal the patient's tissue. While there was no harm to the patient; recurrence of the alleged failure mode could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci sleeve gastrectomy procedure, the endowrist one vessel sealer instrument would not cauterize. On 08/18/2015, intuitive surgical, inc. (Isi) received additional information from the initial reporter stating that the surgeon was able to complete the surgical task using a second endowrist one vessel sealer instrument and that there is no video recording of the surgical procedure. On 08/24/2015, the isi clinical sales representative (csr) who was present during the surgical procedure indicated that after completion of the sealing cycle, it was noted that the patient's tissue was not sealed. The csr indicated that during the sealing cycle, there was no indication that the patient's tissue was not being sealed, as there were no error messages or error codes generated during the sealing cycle. The audible tones were heard during the sealing cycle and at the end of the sealing cycle indicating that the sealing cycle was complete. Examination of the patient's tissue by the surgeon found that the patient's tissue did not exhibit evidence of thermal spread. The csr indicated that the site checked the erbe connections and there was no indication of any connection issues. According to the csr, there was no harm or injury to the patient as a result of the inadequate seal. No other information was provided.